Event description:
It was reported that the patient's device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted 6 february 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. Explantation is scheduled; however, has yet to occur.